Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided for some events. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. The customer continued to use the pump supplementing with inhaled insulin while a replacement pump was sent.